Event description:
Initial report indicated that patient was experiencing an increase in seizure activity, but not above pre-vns baseline. It was initially reported that pre-vns implant, the patient suffered multiple seizures per day. The patient did not experience any seizures from the day of implant (in 2001) to the day that stimulation was initiated, the following month. During the month after stimulation was initiated, the patient had 3 seizures. For the next 3 months, the patient experienced an increase in the intensity of seizures and had them daily. There were no medication changes since vns implant, but the patient's programmed parameters were increased in 10/2001 from 0.25ma output current to 0.50ma output current. The patient's output current was decreased back to 0.25ma in january 2002, but it is not known whether this parameter reduction had an impact on the patient's seizure frequency or intensity. It was determined at the time of the intial report that the event did not meet MDR reportability criteria as the seizure increase was not above the patient's pre-vns baseline. Further follow-up revealed that device diagnostic testing in february 2002 was within normal limits, indicating proper device function. It was reported at that time the patient had an increase in seizures since may 2002. Information obtained during further follow-up indicated that the patient's increase in seizure activity was above patient's pre-vns baseline frequency. It was reported that the patient had approximately 10 seizures between 02/2001 and 04/2001, but that now patient is having approximately 1 seizure per night. This information conflicts with the previously reported pre-vns baseline frequency of multiple seizures per day. Attempts to obtain clarification of the patient's pre-vns baseline frequency have been unsuccessful to date.